Event description:
Stitches broke on orvil device during the creation of esophagojejunostomy. Procedure progress was halted. The faulty orvil device was retrieved surgically. The surgical procedure was extended approximately thirty minutes for retrieval of the device. There was no harm to the pt. Surgery proceeded after device retrieval. A 25-orvil anvil transorally was brought out through a small near esophageal staple line with the cuff of the stomach. Surgery was completed and the pt was taken to the ICU with stable vital signs. (B)(4).